Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device had intermittent operation was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had no power / no voltage to the electronic control unit (ecu), the edge of the coupling head was sharp, and the components were corroded. It was noted that the ecu was damaged, and the device would not run, the motor was worn, and the coupling was worn. It was further determined that the device failed pretest for check the power with test bench, check oscillation/forward/reverse mode function assessment, and check attachment coupling. The assignable root cause of this condition was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device was working intermittently. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.